Event description:
A distributor in france reported a temperature alarm issue related to a customer's pump. There was no information provided regarding the impact on the customer¿s blood glucose level. The distributor is waiting for the pump to be returned for further examination, and a replacement pump has been issued.